Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the speakers were defective and the unit logged an error 1102 (primary alarm failed). There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 28may2019. Date of report: 30may2019. The customer was issued a credit and the speaker was returned for failure analysis during failure analysis, a visual inspection of the speaker assembly showed no signs of damage or contamination. During testing, an electrical opening in the speaker was determined to be the cause of the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.